Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt underwent a trident hip replacement surgery." It was further reported that, "the pt alleges damages for an unk injury relating to the trident system."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.